Manufacturer narrative:
Analysis of the returned product is currently ongoing. This event will be updated when analysis is complete.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. All low voltage power supply measurements were currently within an appropriate range; however, final analysis concluded that the premature battery depletion was due to low voltage capacitor degradation, which resulted in a high current condition. This device is part of the shortened replacement window advisory, originally communicated april 5, 2007. This issue is discussed in the q2 2010 product performance report.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) declared elective replacement indicator (eri) after approximately 57 months of implant. There was a concern the battery depleted prematurely. The device was explanted, successfully replaced, and returned for analysis. No adverse patient effects were reported.